Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure on (B)(6) 2020 and suture was used. The suture was broken during coronary anastomosis. This was not a needle pull-off issue. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/28/2020. A manufacturing record evaluation was performed for the finished device batch pgj499 and no non-conformances were identified.